Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the outer sleeve and hydrogel sealant of a 5f mynx control vascular closure device (vcd) separated during withdrawal of the non cordis 5f sheath and main body in a same-side retrograde procedure. Some resistance was felt between the sheath and main body while aligning the tension indicator in a straight line, but alignment was achieved. Manual compression was applied to complete hemostasis. There was no reported patient injury. The deployer has completed three cases with the mynx device. The femoral puncture site was aligned in a straight line to the puncture site. The device was used in an artery. The vessel diameter was confirmed to be greater than or equal to 5 mm, with no vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium near the puncture site.button one was pressed, and after a 2-minute wait, deflation was performed according to the procedure. When button two was pressed and withdrawal was attempted, the separation was observed. The sheath and main body remained. The outer sleeve and hydrogel sealant were carefully withdrawn from the body. The sheath was not kinked or bent upon removal, and the patient was not morbidly obese. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the outer sleeve and hydrogel sealant of a 5f mynx control vascular closure device (vcd) separated during withdrawal of the non-cordis 5f sheath and main body in a same-side retrograde procedure. Some resistance was felt between the sheath and main body while aligning the tension indicator in a straight line, but alignment was achieved. Manual compression was applied to complete hemostasis. There was no reported patient injury. The deployer has completed three cases with the mynx device. The femoral puncture site was aligned in a straight line to the puncture site. The device was used in an artery. The vessel diameter was confirmed to be greater than or equal to 5 mm, with no vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium near the puncture site. Button one was pressed, and after a 2-minute wait, deflation was performed according to the procedure. When button two was pressed and withdrawal was attempted, the separation was observed. The sheath and main body remained. The outer sleeve and hydrogel sealant were carefully withdrawn from the body. The sheath was not kinked or bent upon removal, and the patient was not morbidly obese. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 was fully depressed and button 2 was fully depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was returned for this evaluation; however, it was received fully deployed and separated inside a plastic bag. Regarding the condition of the sealant sleeves, a separated condition was observed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned not inserted on the device. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The functional test to evaluate the insertion and withdrawal into a csi could not be performed due to the sealant sleeves being received in a separated condition, which prevented execution of the insertion/withdrawal evaluation. A high-magnification microscopic evaluation was executed to assess the sealant sleeve separation condition. During this analysis, elongation was observed at the edges of the sealant sleeves. No additional conditions related to separation or damage were observed. Additional verification to assess whether the sealant sleeve was folded backward could not be performed, as the sealant sleeves were received separated. In addition, verification intended to confirm compatibility with the sheath used per the device instructions for use (IFU) could not be completed because the sealant sleeve condition prevented compatibility assessment. The reported event of ¿sealant sleeves (cartridge assembly)-separated¿ was observed through analysis of the returned device. However, the reported event of ¿mynx control system-resistance/friction with csi¿ could not be observed as the insertion/withdrawal test could not be performed due to the damaged conditions of the sleeves. The exact cause of the issue experienced could not be determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine the factors that may have contributed to the separated condition of the sealant sleeves reported. However, procedural/handling factors likely contributed to the issue, as evidenced by the elongations observed at the separation border. This type of elongation is commonly associated with material tensile overload; therefore, it was concluded that the sealant sleeves were subjected to a tensile force exceeding the material yield strength prior to separation. Additional analysis to determine whether the sealant sleeve was folded backward could not be performed. However, if this condition had occurred during insertion into the csi, this could explain the reported resistance experienced with the csi, as well as the subsequent elongations and separation observed. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.